Manufacturer narrative:
¿ No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when they disconnected the fluid, they putting in the unit when its disconnected the alarm that's suppose to go off when disconnected does not go off or sound-crack on the top of the faceplate, missing drain cap during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device printed circuit board, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pcb seal was replaced and the device passed all testing.